Event description:
It was observed that during the device evaluation, the subject device exhibited corrosion on the scope mount. There was no patient involvement.

Manufacturer narrative:
Based on the results of the investigation, a degradation problem was identified. A definitive root cause of the reported issue could not be determined. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Olympus will continue to monitor the field performance of this device. Should additional relevant information become available, a supplemental report will be submitted.